Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that the customer was having issues with the pressure wave form not being present on the iabp display. The fse was able to reproduce the issue. The fse replaced front end board, performed functional testing and safety check to factory specifications. The iabp was released to the biomed department as fully functional and ready to return to clinical use.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) randomly fails to display a pressure wave form. This event occurred prior to the iabp being used on a patient. No patient was involved and no adverse even has been reported.